Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the patient/lay user contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was showing the battery indicator symbol. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged meter issue began ¿last month¿. The patient stated that he manages his diabetes using humalog insulin 4-8 units before meal morning and afternoon, metformin 1000 mg and lantus 25 units at night. The patient confirmed he did not make any changes to his normal diabetes management, in response to the alleged meter issue. The patient reported that at an unknown time after the alleged issue, he developed symptoms of ¿weakness, dizziness, sweating, deep hunger and felt like passing out¿. He reported that he self-treated the symptoms by eating food and drink. During troubleshooting, the csr noted it was not the first time the meter was being used, and there was no evidence of misuse of the product. There was no evidence that the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.